Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, the stapler locked and could not be fire. Several tests were done at the time and nothing worked. It really crashed. Another device was used to complete the case. There was no patient injury.